Manufacturer narrative:
Concomitant medical devices: product ID: 7426 , serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type implantable neurostimulator.

Event description:
The spouse of the patient reported that their devices don't last much more than 3 years/only lasted 3 years. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2016-26642.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.